Event description:
It was reported that upon re-insertion of the coil into the aneurysm post unsuccessful detachment attempt, it prematurely detached inside the microcatheter. The coil was removed together with the microcatheter without any clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use and that other embolic agents were present in the aneurysm. The device directions for use (dfu) caution that increased detachment time may occur when other embolic agents are present. Based on the information available, it is probable that procedural factors contributed to the reported event limiting its performance during the clinical the procedure. Therefore, a root cause of operational context has been assigned to this event. Subject device is not available.